Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose was below 40 mg/dl. The most initial blood glucose was 47 mg/dl. Customer was treated with juice for low blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. Customer stated that the insulin pump had pump error alarm and was passed in audio test. The insulin pump will not be returned for the analysis.